Manufacturer narrative:
The incident sample was not returned for evaluation. Without a lot number, the device history record could not be reviewed. However, the production records for the product code was reviewed finding no similar observations. Manufacturing performs 100% functional/visual inspection of each device. For this product code, this is the first incident reported for this failure mode. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated at the molding and printing site and corrective action taken if indicated.

Event description:
Kimberly clark received a complaint indicating that the ink on the balloon, jejunal, and gastric valves wore off after one month. It was reported that the user had accidentally fed the patient's stomach for a few hours before she stopped the feeding. There was no report of injury to the patient. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).